Manufacturer narrative:
The occupation of the initial reporter is unknown.

Event description:
Information was received from a reporter regarding a patient who was receiving an unknown medication at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that on an unknown date the patient's pump had flipped and a pump revision was going to be performed. No additional information, including symptoms, was reported.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.